Event description:
It was reported that while in the operating room, md inserted sheath via right femoral artery. The intra-aortic balloon (iab) was prepped per instruction & handed to md to insert. After two-thirds length of catheter was inserted, iab became stuck. Iab was removed and several kinks were noticed. Md stated that because iab could be advanced over guidewire he did not feel kinks came from the process of inserting iab into pt. Md stated that after iab was removed, membrane was unwrapped. Another iab was requested & md inserted second iab with success. There were no reported pt complications. A follow-up report will be filed if more info becomes available.